Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were not observed to be exiting the tubing during the load fill process. Reportedly, the customer cleaned out the cartridge load area and performed multiple supply changes and insulin delivery was resumed. There was no adverse impact to the customer's blood glucose level.